Event description:
Pt's doctor reported the pt died in the train. Pt's doctor stated the pt suffered from a silent myocardial infarction. Pt's doctor reported on this day the pt had exceptionally elevated blood glucose, so it is possible, that his elevated blood glucose values could be in connection with the death. Pt's blood glucose levels and bolus injections were reported as follows: at 6:20 am pt's blood glucose level was 5.1 mmol/l (92 mg/dl): bolus of 6.36 units of insulin/hours and 7.18 units of insulin/hour; at 9:57 am, pt's blood glucose level was 14.6 mmol/l (263 mg/dl): bolus of 10.02 units of insulin/hours; at 12:55 pm, pt's blood glucose level was 24.5 mmol/l (441 mg/dl): bolus of 13.09 units of insulin/hour; and at 6:00 pm pt's blood glucose level was 29.0 mmol/l (522 mg/dl): bolus of 18.08 units of insulin/hour. No further info is available. Pt's wife will return the infusion device with the adapter and the infusion set; no replacement was sent.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.